Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that a patient presented to ER and inappropriate shocks due to t-wave oversensing was observed. The r-wave amplitudes were variable and dropping below the measured t-wave amplitudes. The patient was hyperkalemic at the time of shocks. The patient was treated for electrolyte imbalance. No programming changes were made after the patient was stabilized via medication.